Event description:
It was reported that a patient developed a deep tissue injury (dti) to their occiput and a stage 2 pressure injury (pi) to their sacrum while on a versacare. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
This supplemental report was submitted in order to correct the intended use previously provided on this section. This reported event occurred on a versacare as previously reported. All other clinical and inspection details remain correct. It was reported that a patient developed a deep tissue injury (dti) to their occiput and a stage 2 pressure injury (pi) to their sacrum while on a versacare. Medical intervention included an allyven pad applied for protection on the occiput and a sacral mepilex with silvercel dressing to the sacrum. The patient is a 36-year-old male, weighing 84 kg, admitted for severe mitral stenosis with a medical history of diabetes mellites, hypertension, and coronary artery bypass. There were no pre-existing pis upon admission and the reported pi was noted by the facility approximately 5-7 days after being placed on the device. The customer states the patient was on every 2-hour turning protocol, with use of a non-fitted, flat bed sheet, 1 bedsheet (likely cover sheet), 1 draw sheet, 2 under pads and a wedge positioning device. No audible, visual messages, or alerts were noted from the device prior to the event. Additionally, no specific malfunction was alleged on the device from the customer. The versacare bed is intended to support patients in a variety of healthcare settings. The bed¿s air system functions to inflate the bed¿s sleep surface. Per the device planned preventative maintenance (ppm) checklist, 2/1/2023, (attached via the dl of the complaint) there was no malfunction found with the bed or its components. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 2 pressure injury is categorized as partial thickness loss of dermis presenting as a shallow open ulcer with a red-pink wound bed, without slough. It may also present as an intact or open/ruptured serum-filled or serosanguinous filled blister. Such injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing protected/covered and clean. A stage 2 pressure injury is considered a moderate injury as it does not meet the definition of serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and any application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and keeping the area. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, dti could resolve in few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they could develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. For this event, there was no malfunction of the device upon inspection, however, due to limited information provided on the patient¿s dti (unknown staging), a serious injury cannot be excluded at this time.

Manufacturer narrative:
It was reported that a patient developed a deep tissue injury (dti) to their occiput and a stage 2 pressure injury (pi) to their sacrum while on the totalcare bed. Medical intervention included an allyven pad applied for protection on the occiput and a sacral mepilex with silvercel dressing to the sacrum. The patient is a 36-year-old male, weighing 84 kg, admitted for severe mitral stenosis with a medical history of diabetes mellites, hypertension, and coronary artery bypass. There were no pre-existing pis upon admission and the reported pi was noted by the facility approximately 5-7 days after being placed on the device. The customer states the patient was on every 2-hour turning protocol, with use of a non-fitted, flat bed sheet, 1 bedsheet (likely cover sheet), 1 draw sheet, 2 under pads and a wedge positioning device. No audible, visual messages, or alerts were noted from the device prior to the event. Additionally, no specific malfunction was alleged on the device from the customer. The totalcare bed system is intended to provide a patient support ideally suited to be used in health care environments. The totalcare bed system may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The totalcare bed system is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The intended users of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Per the device planned preventative maintenance (ppm) checklist, from (B)(6)2023 there was no malfunction found with the bed or its components. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 2 pressure injury is categorized as partial thickness loss of dermis presenting as a shallow open ulcer with a red-pink wound bed, without slough. It may also present as an intact or open/ruptured serum-filled or serosanguinous filled blister. Such injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing protected/covered and clean. A stage 2 pressure injury is considered a moderate injury as it does not meet the definition of serious injury as it is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; and any application of dermal creams or coverings does not constitute medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and keeping the area. Deep tissue pressure injuries (dtpi) are persistent non-blanchable deep red, purple or maroon areas of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. Treatment can include frequent repositioning off the site of injury, good skin care, proper support surface selection, correcting any systemic issues or nutritional deficiencies and medical treatment from a wound care specialist. At times additional treatments can include prescribed antibiotic therapy and removal of dead tissue to promote healing and prevent or treat infection. In some cases, dti could resolve in few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they could develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. For this event, there was no malfunction of the device upon inspection, however, due to limited information provided on the patient¿s dti (unknown staging), a serious injury cannot be excluded at this time. Based on this information, no further action is required.

Event description:
It was reported that a patient developed a deep tissue injury (dti) to their occiput and a stage 2 pressure injury (pi) to their sacrum while on the totalcare bed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).